Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. Additionally, increased pacing threshold measurements were observed. An invasive revision procedure was performed and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.